Manufacturer narrative:
It was reported that the front right wheel broke off of the rollator and the customer fell to the floor. The customer stated that she was "hurt for a few days" and that she suffered some bruising. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that the front right wheel broke off of the rollator and the customer fell to the floor. The customer stated that she was "hurt for a few days" and that she suffered some bruising.